Manufacturer narrative:
Attachment: [(initial report) follow-up evaluation.pdf].

Event description:
"Late type a retrograde dissection: patient was originally treated for an off-label dissection 2cm distal to lsa. Patient tolerated procedure well and was discharged home without incident. On (B)(6) 2019 he presented to an outside facility with complaints of chest pain and cta revealed an acute type a retrograde dissection. An open surgical repair of the ascending dissection (interposition synthetic graft) was performed and the patient survived without complication. He was discharged home this past weekend. The implanting physician is having rheumatology follow up / work up as part of his post discharge care. A six week follow up scan from original procedure was also performed and there was no evidence of retro dissection at that time." Patient outcome: "surgical treatment of acute type a retrograde dissection performed on (B)(6) 2019. Patient recovered well and was subsequently discharged."

Event description:
"Late type a retrograde dissection: patient was originally treated for an off-label dissection 2cm distal to lsa. Patient tolerated procedure well and was discharged home without incident. On (B)(6) 2019 he presented to an outside facility with complaints of chest pain and cta revealed an acute type a retrograde dissection. An open surgical repair of the ascending dissection (interposition synthetic graft) was performed and the patient survived without complication. He was discharged home this past weekend. The implanting physician is having rheumatology follow up / work up as part of his post discharge care. A six week follow up scan from original procedure was also performed and there was no evidence of retro dissection at that time." Patient outcome: "surgical treatment of acute type a retrograde dissection performed on (B)(6) 2019. Patient recovered well and was subsequently discharged."